Manufacturer narrative:
The actual device has been returned for evaluation. The initial evaluation of the returned device has not revealed any manufacturing related issues. Further evaluation to be completed and a follow-up medwatch will be submitted.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used in the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the device was in two pieces. There was dried blood and contrast in the inner lumen of the distal unbraided shaft. The tip of the aspiration catheter is intact and the marker band is present. The proximal wire lumen is intact. There are indications of distal material on the proximal braid shaft indicating bonding of the two sections was completed. The separation ends of the two sections indicated they were torn apart. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken shaft; the exact cause is unknown. The analysis is complete as of today (B)(4) 2012.

Event description:
It has been reported to us that during preparation of the shaft of the aspiration, catheter separated. The device was never used in a patient. Device will be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.